Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 285 mg/dl and 67 mg/dl. Tests were done within 10 mins with a difference of 110%. Pt did not experience any adverse events. No further info has been reported.